Event description:
It was reported that patient underwent a surgical procedure to implant an inflatable penile prosthesis (ipp) . As the doctor was dilating with the dilators, there was a urethral injury. Case cancelled. No information about the patient outcome is available at the moment. Additional information was received. The patient then went to see dr. Charles secrest in ft worth texas for a 2nd attempt to place an ipp. Dr. Secrest was able to successfully place a 15 lgx with 3.0 rte and a conceal reservoir. The device was tested and fully functional.

Event description:
It was reported that patient underwent a surgical procedure to implant an inflatable penile prosthesis (ipp). As the doctor was dilating with the dilators, there was a urethral injury. Case cancelled. No information about the patient outcome is available at the moment.